Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device via a 6f sheath after a diagnostic procedure. Reportedly, after the clip was deployed, the vessel locator wings would not collapse and there was difficulty removing the starclose se device from the patient anatomy. The safety release mechanism was used; however, the vessel locator wings didn't collapse completely. Some maneuvering was done and the starclose se device was able to be removed from the patient anatomy. No vessel damage was noted. Upon removal, it was noted that the vessel locator wings appeared to be mangled. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficult to remove the closure device could not be replicated in a testing environment as it was likely based on procedure circumstance. A conclusive cause for the reported the difficult to remove the closure device and failure to achieve hemostasis could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.